Event description:
A bipap a30 silver series ventilator was returned to the third-party service center for evaluation due to a reported error code. There was no harm or injury reported. During the evaluation of the device at the third-party service center, an error code e-20 was noted in the device error log indicating a defective electronically erasable programable read-only memory (eeprom). The printed circuit board assembly (pca) containing the eeprom required replacement to address this issue. The device will be included in the fsn 2023-cc-src-039. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. There were no foam particles seen inside the assembly during evaluation. Additional findings not related to the malfunction/issue: an error code e-96 was also noted in the error log indicating the device was unable to write to the event log. The replacement of the pca for the failed eeprom also remedied this issue. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. After completion of the repairs, the device passed functional testing and met acceptance criteria in accordance with all requirements.